Event description:
As pt was being lifted off wheelchair, using an uno 102 pt lift, the actuator bent. Pt was returned to chair. No injuries reported. Liko representative visited facility in 05 and inspected the lift. New actuator was installed. Lift was inspected and returned to operation at the facility. The broken actuator is being returned to the manufacturer for analysis. Once this information is obtained a final follow-up report will be submitted.